Manufacturer narrative:
The device was received by the manufacturer for investigation. Only the battery pack has been returned, the cord between the handpiece and the battery pack has been cut, and the handpiece was discarded. No lot number was provided by the account. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the battery pack smoked and heated up during a procedure. The procedure was successfully completed with no allegations of adverse consequences.